Event description:
It was reported that during a follow up visit, it took several attempts for the pulse generator to complete interrogation. Upon interrogation, an error message was displayed to clear the diagnostics. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.